Event description:
A malfunction was reported with a code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and contact support if the issue happened again.